Manufacturer narrative:
The insulin pump's drive support was inspected and no anomaly was noted. The device also passed the displacement test, rewind, basic occlusion test, prime test, and the excessive no delivery test. There were minor scratches on the display window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that her blood glucose levels have been running high and that she can't reduce them. Her blood glucose value at the time of incident was 487 mg/dl. The customer stated that she did not feel any symptoms of high blood glucose, and that she has been treating for them with manual insulin injections. Troubleshooting was initiated and the customer discovered that the drive support cap was sticking out of the device. Customer was advised that the pump will need to be replaced and to follow their medically prescribed backup plan. The insulin pump was returned for analysis and the customer received a replacement device.